Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(6) alleging a onetouch verio iq meter was displaying inaccurate results. The patient reported obtaining results of "19.0, 17.4, 12.2 and 11.3 mmol/l" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds the expected value of <=20%. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying inaccurate results. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The patient performed a meter vs. Same meter comparison where the calculated difference meets lfs' criteria for precision testing.

Manufacturer narrative:
(B)(4): the meter was evaluated and passed testing and met specification. Pa unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.